Event description:
It was reported that the patient experienced dizziness. It was noted that the pacing lead exhibited high/ infinite impedance. A fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.